Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
The four patient samples were returned for investigation. All four samples were found to be reactive for toxg, confirming the customer's observations. The customer's results were also confirmed using a validated neutralization assay. The reagent worked to specification.

Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxg) results for four patients on their e-module. The customer stated the samples were drawn approximately (B)(6) 2013. The exact draw dates were requested but not provided. The customer stated the results from the e-module were reported outside the laboratory. The samples were then repeated on an abbott architect analyzer. The first patient's initial toxg result was 29.54 ui/ml and was positive. The repeat result was 1.4 ui/ml and it was negative. The second patient's initial toxg result was 25.62 ui/ml and was positive. The repeat result was 1.4 ui/ml and it was negative. The third patient's initial toxg result was 32.37 ui/ml and was positive. The repeat result was 1.5 ui/ml and it was negative. The fourth patient's initial toxg result was 43.5 ui/ml and was positive. The repeat result was 1.0 ui/ml and it was negative. There were no adverse events. The toxg reagent lot number was 172037-02. The expiration date was requested but not provided.